Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The patient presented with st-elevation myocardial infarction. The target lesion was located in the right coronary artery (rca). A 2.5 x 12 synergy¿ drug-eluting stent was deployed into the lesion. However, post-procedure, while the patient was in the recovery room, the patient was in pain. The patient was brought back to the lab and it was found out that the implanted stent in the rca was occluded. The physician reopened and post dilated the stent with a 3.0 nc emerge¿ balloon catheter, thus, completing the procedure no further patient complications were reported and the patient's status was fine.